Event description:
According to the reporter, preoperative catheter flushing revealed small holes in the artery extension tube. It was noted that there was a leak at the bifurcate. There was unusual observed on the device prior to use which was water leakage and found that there were holes in the silicone of the artery connector. There was no luer adapter issue. The catheter was not repaired. There were no other products being utilized with the device. There was no damage to the external packaging and no damage to the product's box. There were no excessive force used on the device. Clamp and cleaning agent were not used as the reported product was not used. As a remedial action, the product was replaced with the same product ID and lot on the same day of the event. There was no patient involvement.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperative catheter flushing revealed small holes in the artery extension tube. It was noted that there was a leak at the bifurcate. There was unusual observed on the device prior to use and found that there are holes in the silicone of the artery connector. There was no luer adapter issue. The catheter was not repaired. There were no other products being utilized with the device. There was no damage to the external packaging and no damage to the product's box. There were no excessive force used on the device. Clamp and cleaning agent were not used as the reported product was not used. As a remedial action, the product was replaced with the same product ID and lot on the day of surgery. There was no patient involvement.

Event description:
According to the reporter, preoperative catheter flushing revealed small holes in the artery extension tube. It was noted that there was a leak at the bifurcate. There was unusual observed on the device prior to use and found that there are holes in the silicone of the artery connector. There was no luer adapter issue. The catheter was not repaired. There were no other products being utilized with the device. There was no damage to the external packaging and no damage to the product's box. There were no excessive force used on the device. Clamp and cleaning agent were not used as the reported product was not used. As a remedial action, the product was replaced with the same product ID and lot on the same day of the event. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: product location (tracking#: (B)(4) fedex). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the returned photo noted one mahurkar catheter. The photo showed that the arterial extension tube had a small hole in it. A visual inspection of the catheter noted a hole on the extension tube of the arterial luer adapter. It was reported that there was a leak or hole on the extension tube at or near the bifurcate/hub. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter. The photo showed that the arterial extension tube had a small hole in it. It was reported that there was a leak or hole on the extension tube at or near the bifurcate/hub. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.